Manufacturer narrative:
Not returned.

Event description:
According to the information provided, the patient experienced injuries. This is part of litigation. This report was originally sent march 24, 2016.